Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the stylus touched the screen, it had no reaction. As a result a new stylus was sent to the customer. The programmer is still in use. There was no patient involvement.